Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus infection and a sore throat related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found unknown debris in modem inlet and filter inlet consistent with keratin and dust. Unknown debris consistent with dust in bottom of inside of device and on top of blower and was able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a sinus infection and a sore throat. The patient did receive medical intervention in the form of antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.